Manufacturer narrative:
H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill could not connect to start up screen. The surgery was completed, without any delay, changing to manual procedure with competitor instruments. No injuries were reported.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. The cable is very loose and there is a gap between the handle and the housing body. A functional evaluation was performed. The reported problem was confirmed. Testing found that the drill was unable to connect to a cori console and would present communication failures, although the rom data could be read. Disassembly found that all of the internal wires had been severed at the opening of the housing body. Connecting a known working cable to the motors found that they were both working normally. The most likely cause of the reported issue was found to be due to severed internal wires. This appears to have been due to the cable bolt loosening and unscrewing from the handle, causing the wires to twist together and split. This is likely the result of fatigue over time causing the cable to slowly unscrew until it eventually caused the wires to break. There is not enough evidence indicate user error or mishandling contributed to the issue. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.